Event description:
The customer reported frame synch issues (monitor flickers) and that the system intermittently locks up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera, video controller board, and the table generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.